Event description:
Divinci trochar cap and insufflation tubing was connected and then suddenly snapped and broke connection point between cap and insufflation tubing. New insufflation tubing and piece were delivered to field. Cap and piece were given to clinician (B)(6). Good catch to (B)(6), pa for noting the break immediately and acting with swift action to remove all instruments from all davinci arms to prevent pt injury before pneumoperitoneum was lost!!! Pat on the back to (B)(6) for jumping to immediate action and grabbing new insufflation tubing and new cap very quickly to get pneumoperitoneum resumed within seconds.